Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that this issue occurred while the system was not in clinical use. The issue was identified when first turning on the device. No patient involvement or harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and confirmed that the c-arc direction of the c-arm could not move. Troubleshooting identified that the c-arc direction could not move while using the geometry module. The geometry module was determined to be defective. The fse replaced the geometry module. The geometry module was returned for analysis, but no failure was found during the analysis process. After replacement of the geometry module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system c-arm could not be moved in one direction. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.